Event description:
Intuitive sureform 60 stapler had an engagement issue and the robot would not allow the use of the stapler. No patient involvement since the robot did not allow advancement of instrument. This is a known issue with intuitive here in the past few weeks. (B)(4).